Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was impacted. Reportedly, the customer was using an insulin vial from (B)(6) 2014. Customer indicated that cartridge and infusion set tubing would be changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.